Manufacturer narrative:
The user facility removed the washer from service pending evaluation by a steris service technician. A steris service technician arrived on site, inspected the washer, and identified the leg pinning weld inside the washer had broken, causing the reported water leak. The technician repaired the leg pinning weld, tested the unit, and confirmed it to be operating according to specification. The unit was returned service and no additional issues have been reported.

Event description:
The user facility reported their amsco 5052 washer was leaking water. No injury, procedure delay, or cancellation was reported.